Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 and ps2 power supplies were evaluated, replaced and calibrated to the optimal operating voltage. The system software and configuration files were also reloaded during the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system displayed an error and failed to boot. No patient serious injury or death was reported related to this event.